Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the patient undergone esophagectomy with reconstruction of the gastric tube on the stomach, on the 5th day postoperative day, the patient evolved with a 50% of the esophageal gastric anastomosis in the posterior part and 5 cm in the gastric tube. It was also noted that there was tissue damage. On the 47th post operative day, the patient died.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted a tissue sample. Two photographs of the tissue noted an opening in the sample line. The firing knob side of the stapler was visible in one photograph. No damage was noted in the returned photograph. Functional testing was precluded since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.